Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump alarmed motor error again before the end of the call. Customer's blood glucose level was 458 mg/dl. The customer treated his blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.